Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that the during implant the patient had a hemothorax and a pneumothorax from the initial access of the introducer that caused a slow leak. The patient required a chest drain and extra stay in the hospital. The location of the introducer is unknown. No further patient complications have been reported as a result of this event.